Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to triple counting of natural signals. It was noted that the s-ICD was turned off. When attempting to set it back up, no vectors passed along with noise in alternate. A chest x-ray was performed which showed the electrode was medial. It was noted that the physician felt that this patient no longer needed therapy at this time. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.